Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the system geometry movements were unavailable. The quotation has been cancelled by the customer and service has not been provided. No service has been performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that geometry movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.